Event description:
Caller reported air bubbles in the tandem mobi cartridge during pumping. There was no adverse impact to the customer¿s blood glucose level. Large air bubbles were eliminated, and the caller was able to resume insulin therapy after acknowledging the resolution steps.